Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the power issue was due to the external battery. The external battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had battery autonomy issues. There was no patient injury reported as a result of this incident.